Manufacturer narrative:
(B)(4). A service history review showed no failures/problems that were the same as, or similar to, the current difficulty. In addition, there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a home patient (hp) felt overfilled while performing automated peritoneal dialysis (apd) on a homechoice (hc) device. The issue occurred during dwell 1 of 4. The hp performed a manual drain which totaled 4101ml, but a care giver (cg) reported a maximum prescribed fill volume of 2200ml. Nothing unusual was noted during troubleshooting for the increased intra-peritoneal volume (iipv) event. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.